Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that external insulation abrasion breaching the right ventricular cable lumen was noted at 45.9 - 46.0 cm from the distal tip consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.